Event description:
Rptr complains of aches and pains, dry mouth, breast hardness, enlarged lymph nodes, fatigue, swelling of ankles, hair loss, rashes, shortness of breath, and fibrocystic disease. (Same rptr referred to in 1002194.)